Event description:
On (B)(6), 2011, biosphere medical, inc., became aware of an incident involving a pt. On (B)(6), 2010, pt underwent pre-surgical embolization of highly vascularized brain tumor prior to craniotomy. Following the procedure, the pt reported going blind in right eye. Pt voluntarily submitted report to FDA on (B)(6) 2011. Reference report number (B)(4).

Manufacturer narrative:
Upon review of maude database, event seen and documented as complaint at biosphere medical, inc. The event was determined to be reportable. Pt and physician are unk. From investigation and review of event reported by pt, the device utilized by the physician was expired and there was no evidence the device failed or malfunctioned. A detailed device history record was performed. All analytical, biological, and microbiological data was reviewed and found to conform to all specifications. There have been no non-conformance or other complaints on this product lot. The lot met all requirements of manufacturing and control specifications.